Manufacturer narrative:
On 24-jul-2024, the bwi product analysis lab was received for analysis. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. When air from the side-port of the vizigo short was checked, blood and air were mixed in the side-port. This occurred after the vizigo short was placed in the patient¿s body. The blood leakage came from the hemostatic valve. It was "a few drops" of blood, the exact amount of which is unknown. Air was continuously mixed in the side-port so that the sheath was replaced. After that, the procedure was continued with no problems. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive fore manipulation was applied. A device history review was performed for the finished device 60000353 number, and no internal actions related to the complaint were found during the review. The damage observed on the valve could be related to the air issue reported by the customer, therefore the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additionally, bwi noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. When air from the side-port of the vizigo short was checked, blood and air were mixed in the side-port. This occurred after the vizigo short was placed in the patient¿s body. The blood leakage came from the hemostatic valve. It was "a few drops" of blood, the exact amount of which is unknown. Air was continuously mixed in the side-port so that the sheath was replaced. After that, the procedure was continued with no problems. No patient consequences were reported.